Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the patient was revised due to ligament laxity.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding instability due to baseplate malposition involving a triathlon insert was reported. The event was confirmed. Medical records received and evaluation: excessive posterior tibial slope is the main problem to cause instability due to increased flexion space and loss of functionality of the pcl with secondary contributions to overload by the relative varus malalignment across the knee. As such, this case is not device-related but procedure-related in root cause for failure. Device history review: there have been no reported discrepancies for the referenced lot. Complaint history review: there have been no reported events for the lot referenced. The investigation concluded that joint instability was caused by the mal-positioning of the tibial baseplate to cause increased flexion space and loss of functionality of the pcl with secondary contributions to overload by the relative varus malalignment across the knee. The surgical protocol was not followed as it indicates the tibial slope is to be 0°- 5°, whereas the slope observed in this case is 9°. The tibial insert was exchanged for a thicker insert in order to compensate for the increased joint space due to the malpositioning of the tibial baseplate. This pi case is not device-related but procedure-related in root cause for failure.

Event description:
It was reported that the patient was revised due to ligament laxity.